Event description:
The customer stated that the insulin pump was submerged in water. Troubleshooting was performed and the insulin pump vibrated, then had a blank display. The customer reported a blood glucose reading of 490 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to corroded electronic and motor assemblies.